Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain in their hip close to where the ins was and in their lower back. The patient reported it was right where the ins is. The patient reported that if they turned stimulation on and increased stimulation they felt ¿it¿ right there above where the pain was. The patient reported they went to 3 different healthcare provider¿s and all 3 healthcare provider¿s told them the pain was close to the ins. The patient was wondering if the pain was caused by the ins. The patient noted that the day before the call the pain got worse, they put the programmer over the ins and it hurt, they felt a sharp pain, and they were not able to get the pain to leave. The patient also reported they had an si joint problem and went to physical therapy and saw an orthopedic healthcare provider. The patient was concerned with using the programmer on the call since they were afraid it would give them a sharp pain like the day before. Syncing with the programmer showed they were at 2.8v and the ins was off. The patient was able to turn it on while on the call but decided to keep it turned off and turned it back off. The patient was advised to follow up with their healthcare provider to diagnose the pain and to check the ins. The patient noted an appointment on (B)(6) 2019. The patient stated the pain had been occurring for a year or more. No further complications were reported.